Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, evaluation by olympus found the following: due to deformation of upward/downward angulation control knob, water tightness is lost; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value; due to deformation, upward/downward angulation control knob does not move smoothly. The body control unit is damaged; adhesive on bending section cover has a chip; adhesive on bending section cover has a crack; upward/downward angulation control knob has a scratch; forceps elevator knob has a scratch; lock engagement lever has a scratch; plastic distal end cover has a scratch; connecting tube has a scratch; objective lens has discoloration; scope cover unit has a scratch; suction connector has a scratch; protector of universal cord on suction connector side has a scratch; universal cord has a scratch; grip has a scratch; scope cover has a scratch; switch box has a scratch; connecting tube has a scratch; switch 2 has a scratch; control unit has a scratch; right/left knob has a scratch; control unit has discoloration; and due to dirt on objective lens, there is a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a weak water supply during inspection for use. Inspection and testing of the returned device found foreign matter inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the spray button hole with your finger. 2. Push the button all the way in while covering the hole (2-step push). Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.